Manufacturer narrative:
Two curved ultra fast-fix assemblies was returned for evaluation. Visual assessment showed the triggers on both devices have been fully advanced and locked within their handles indicating a complete deployment. The depth limiter on each device has been trimmed to the surgeons desired length. Both delivery needles are bent. One suture/t construct was also returned for examination. The suture has been cinched within 7mm of each t and the suture knot looks unremarkable. The ts show no abnormalities. Per the device instructions for use under warnings ¿do not bend delivery needle¿. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during a meniscus repair surgery, after both ts were advanced and inserted in the meniscus, the knot could not be pushed. Therefore, the ts had to be removed from patient with surgical tools. A backup device was available to complete the procedure with no significant delay or patient injuries. Attempt were made to gain more information about the second device that was returned and use on the patient but no response was received. According to investigator the second device function as expected.

Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during a meniscus repair surgery, after both ts were advanced and inserted in the meniscus, the knot could not be pushed. Therefore, the ts had to be removed from patient with surgical tools. A backup device was available to complete the procedure with no significant delay or patient injuries.